Manufacturer narrative:
Following visual inspection, testing and verification, the product pack and seal was manufactured to specifications. The cause of the open packs was undetermined. The quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.